Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the actual sample evaluation results. Two sample were used in this event and two (2) samples were returned to the manufacturing facility for evaluation. One progreat actual sample was received in the state of being packed in a bag which had the indication of "1". Hereinafter this actual sample is called sample 1 in this report. The other progreat actual sample was received in the state of being packed in a bag which had the indication of "2". Hereinafter this actual sample is called sample 2 in this report. The bag with the indication "2" was found to also contain one competitor's catheter involved in this complaint. Six (6) unopened progreat samples of the involved product/lot number combination were also received in this return shipment. MDR 9681834-2017-00158 for sample 1 evaluation. Magnifying inspection of sample 2 confirmed the shaft had no anomalies that would relate to a leak. A syringe filled with water was connected to the hub and water was injected into the lumen. Water came out of the distal end of the shaft. Sample 2 connected to a syringe was submerged in water and air was injected in it. No leak was confirmed along the total length of the shaft. The competitor's catheter was found to have been cut at two (2) points at approximately 310mm and at approximately 370mm from the distal end of the device. Magnifying inspection of the competitor's catheter found the segment adjacent to the cut cross section at approximately 310mm from the distal end had been crushed. The cut piece was found to have been torn. No other anomalies on the remainders of the device was noted. Magnifying inspection of the six (6) unopened samples confirmed the shafts did not have any anomalies that would relate to a leak. The samples were respectively connected to a syringe and submerged in water. Air was injected in them. No leak was confirmed along the total length of the shaft. There is no evidence that this event was related to a device defect or malfunction. Sample 2 and the unopened samples were verified to be the normal products without any anomalies which would relate to the reported leak. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the competitor's catheter had a break on it and the drug leaked out from the break into the patient's central artery of the kidney. It cannot be determined when and how the competitor's catheter became damaged. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "if any resistance is felt during infusion, replace the catheter with a new one. Injection against increased resistance may cause the catheter to break, resulting in damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide additional information obtained. In response to the new information received, additional inspections were made on the actual device. The device was injected with water at 900psi with an injector. No anomalies were found, no leak at any point on the shaft was noted. During the additional inspection, the leak tests verified the actual device free from any leak. The reported cause of this complaint could not be definitively determined.

Event description:
Additional information received on august 25, 2017 from the doctor involved in the complaint stated the following: can explain how the cordins catheter was placed, how the progreat reaches the second tumor, supraselective access to the capsular arterial branch that emerges directly form the mail renal trunk. Cordis catheter was placed at the entry of the renal artery. In this second case is when embolization of the left mail renal artery that damages the kidney happens. Feedback from terumo europe via e-mail on august 25, 2017: our sales rep also told me that it is seen that our progreat have no leak and to problem and this is what we need to emphasize. On august 29, 2017 the sales rep claims this on their own findings and confirmed to be present during the procedure.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. Two (2) progreat devices were used in this event, also see MDR 9681834-2017-00158. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the involved device during a procedure. Follow up communication with the user facility provided the following information: access was gained by common femoral; a 4fr. Terumo introducer navigated with a metallic guide of 0.035 and hydrophilic of 0.035; realized supraselective study of segmental interpolate branch with coaxial cobra-microcatheter system progreat 2 4fr.; purge of the dead space of the microcatheter with dmso (0.53 ml) and subsequent embolization with onyx; the microcatheter was removed, washed in a surgical table with dmso, checking for leakage at the junction of the hub, anti-kinking protector with the micro first micro stent; a new progreat 2 4fr. Was opened; supraselective access was made to the capsular arterial branch that emerges directly from the main renal arterial trunk; access was achieved with gt 0.016 double-angled; they advanced the micro in the branch 4-5 cm and it seemed well placed; the cobra cordis catheter 4fr. Was used for supporting the micro; embolization was performed with onyx, but did not appear in the tip after exceeding 0.53 ml of dead space; another 0.3 ml was perfused, onyx was still not visualized; slow injection of onyx was started and a column of material that diffuses 2-3 cm distally in cortical artery without reflux of onyx retrograde from the tip of the micro; simultaneously it was dyed in region annexed to the cobra 4fr. Snake, onyx injection was interrupted; the micro is removed and aspirated by the cobra exiting blood mixed with embolization material; occlusion of the artery was confirmed by initiating arterial rescue maneuvers; attempted to re-vascularize the artery with 3000 u. Heparin and 100,000 u. Of UK intrarenal and balloon angioplasty; they believe there must have been a fissure in the microcatheter tube that has come out, the onyx was moved through the catheter 4fr. To the central artery of the kidney, seriously damaging this organ and damaging the device; due to this event the procedure was delayed significantly; and serious injury was reported to the patient's kidney.